Event description:
The customer contact reported inadvertent delivery due to syringe manipulation. At 1220, a 20ml syringe of fentanyl 50mcg/ml was loaded into the pump. For ten minutes, the pump sounded unspecified alarm conditions including not being able to read the bar code on the vial. The nurse adjusted and reseated the syringe several times. The customer contact reported that the tubing set was not clamped during this time. At 1231, the pump was programmed to deliver in the pca only mode, with a 10mcg pca dose, a 10 minute patient lockout, and a 200mcg 4 hour limit. The customer contact reported that the nurse noticed while programming the device that the patient did not appear well and had a "low blood pressure." After an unspecified length of time, the patient was treated with an unspecified dose of narcan. The patient responded to the narcan and was transferred to the ICU for observation. There were no reported adverse patient sequelae. The customer contact reported after the pump was removed from clinical service, it was noted that there was 12ml remaining in the 20ml vial. The customer contact reported that the slide clamp was not closed during the manipulation of the vial which resulted in the patient receiving more medication than intended. During testing at the user facility, "the barcode reader was having trouble reading the vial;" however, the device passed testing for delivery accuracy. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The history was downloaded at the user facility. A review of the history indicates in 2007 between 1220 and 1230, the door was opened and there were 9 check injector alarms, 9 check syringe alarms, 7 bar code not read alarms, the door was locked 4 times, door opened 4 times, and 4 check settings alarm. At 1231, a 22.5mg total was cleared and the pump was programmed to deliver a custom vial with a 50mcg/ml drug concentration, in the pca mode only, with a 10mcg pca dose, a 10 minute patient lockout, and a 200mcg 4 hour limit. At 1232, a 0mcg shift total was cleared and the door was locked. At 1234, the door was opened and the pump was powered off. .